Manufacturer narrative:
The reported event of lead fracture was confirmed. As received, a partial connector portion of the lead was returned in one piece. Final analysis found the filars of the inner coil of the lead to be fractured. The cause of the reported event was due to fatigue fracture.

Event description:
Related manufacturer reference number: 2017865-2021-30609. It was reported that the atrial lead was capped and replaced for an unknown reason on (B)(6) 2000. On (B)(6) 2021, the capped atrial lead and the replacement atrial lead were both explanted due lead fracture and a new atrial lead was implanted. The patient condition was stable.